Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that cavitron select sps generator g124 had no water flow, and smell of something burning. There's no injury that occurred in this alleged event.

Manufacturer narrative:
Within warranty? No. Notes: 07/31/2025. Repair tech: rmc. E1e probe, inner module, hp clogged. No oscillation due to an open condition in the steri-mate handpiece. Replaced damaged/worn components and recalibrated unit to factory specs. Qa-mk. Hp-202302/replaced 202501. Hpc-01230. *ran unit for 20 minutes without incident*. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.